Event description:
Literature was reviewed regarding the impact of severe aortic stenosis following transcatheter aortic valve implantation. The study population included 239 patients. Multiple manufacturer¿s devices were implanted in the study population; 90 patients were implanted with a medtronic corevalve or evolut r bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: moderate to severe aortic regurgitation, coronary artery obstruction, high transvalvular pressure gradient, stroke, vascular complication, arrhythmia requiring permanent pacemaker implant, and congestive heart failure with hospitalization. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Correction to b5 to include the entire event description (as it was erroneously cut-off in the initial report). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer¿s devices were implanted in the study population; 90 patients were implanted with a medtronic corevalve or evolut r bio prosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: moderate to severe aortic regurgitation, coronary artery obstruction, high transvalvular pressure gradient, stroke, vascular complication, arrhythmia requiring permanent pacemaker implant, and congestive heart failure with hospitalization. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: onoda et al. Paradoxical prognostic impact of severe aortic stenosis following trans-catheter aortic valve implantation. J cardiol. 2024 nov;84(5):311-316. Doi: 10.1016/j.jjcc.2024.03.010. Epub 2024 apr 4. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.